Event description:
In an article titled "capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection" it states a (B)(6) man had a duraplasty using a ptfe patch. Three months later he developed an infection. Two months after the infection was discovered, the patch was removed and the defect was covered with a latissimus dorsi muscle flap. No recurrences of infection or complications were observed.

Manufacturer narrative:
Attempts were made by gore to obtain additional device and patient information, but these attempts did not lead to any additional information. Literature citation: nagaso, n, et al. Capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection; j craniofac surg(tokyo) 2011:22; 84-88.